Event description:
You recently approved the zimmer biomet alps mvx mini fragment system. When I first got my hands on this set, I noticed the 2.7 mds and non locking screws go straight through the compression hole in the 2.7 plates. After I told my supervisor I was still pushed to sell this system despite us all knowing it¿s faulty. I have heard of it failing in actual cases. It¿s worth looking into.